Manufacturer narrative:
(B)(4).

Event description:
It was reported that the graphical user interface (gui) was bad. Additional information has been requested.

Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the alleged condition. The gui printed circuit board (pcb) was replaced. The ventilator passed the entire required test.

Event description:
It was reported that the graphical user interface (gui) was inoperable. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.